Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "does not feel the lens is defective" (no known device problem [iol (intraocular lens) implant]). A surgeon reported two patients with a refractive surprise following intraocular lens (iol) implant surgery. The first patient's refractive surprise was due to calculation error. In a follow-up with the surgeon regarding the second patient, he reported that he does not see any observable problems with the lens nor does he feel the lens is defective; and that the source of the refractive error was not apparent. Eventually, he stated the lens was exchanged for the same model, different power lens; and the patient now has good results.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/29/2010 and 08/20/2010 by phone, fax, and mail. Additional information was obtained by phone. A completed questionnaire was not received and will not be expected. P(B)(4).